Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unknown bd catheter experienced a breach in sterility. The following information was provide by the initial reporter: material no: unknown, batch no: unknown. Per email: regarding item# 309605 and a catheter. He stated something about ¿elevated bio burden levels¿ and having questions about ¿micro biology¿. He said he was not calling as a consumer but from a private company that uses the product.

Manufacturer narrative:
. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that an unspecified number of an unknown bd catheter experienced a breach in sterility. The following information was provide by the initial reporter: material no: unknown batch no: unknown. Per email: regarding item# 309605 and a catheter. He stated something about ¿elevated bio burden levels¿ and having questions about ¿micro biology¿. He said he was not calling as a consumer but from a private company that uses the product.